Event description:
It was reported that a pt underwent bypass surgery on (B)(6) 2012 and suture was used. The pt had ideal calcified blood vessels for the device. During the procedure, the last part of the needle, at the junction of the needle and the suture, did not pass smoothly through the tissue. There was some resistance. There was no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02414. The same pt is represented in each medwatch.